Event description:
Customer reported that a large amount of green slough under the chg gel pad around insertion site of PICC line. Pt has no pre-existing skin condition or history of reaction to adhesives or preps. Statlock in place. Chloraprep was used for skin preparation. PICC line was removed and a new line was placed and a different dressing applied.

Manufacturer narrative:
Product not returned to MFR. Lot code not provided to MFR.